Manufacturer narrative:
The suspect device has been returned for evaluation. The device was examined visually and microscopically. Functional testing was performed. The complaint is confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.

Event description:
The account alleges that during use of the catheter in the rbi, the catheter broke in the vessel and could not be removed. The remnants of the device were left within a stent graft.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.